Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Evaluation: investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code sxpp1b105. It was requested to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. The following information was requested, but unavailable: event date? No further information is available. Procedure name? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. After the package was opened, it was found that there had been no loop on the suture before use. Upon evaluation of the returned device, it was noted that the tip of the needle was broken during use. Additional information was requested.